Manufacturer narrative:
H3 other text : device not returned to manufacture.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges skin irritation, as well as kidney disease. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information received and box h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges skin irritation, as well as kidney disease. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. During the investigation product investigation lab observed several abrasions on the top enclosure, bottom enclosure, and left side panel. Dust-like contamination was observed on the top enclosure, right side panel, on the pca, blower cap, iso port, blower motor, sound abatement foam, and walls of the bottom enclosure. Pil observed potential dried water spots in the iso port, and on the blower housing between the iso port and blower outlet bellow. Pil observed potential sound abatement foam on the bottom of the blower housing and bottom enclosure. Product investigation lab confirmed the presence of degraded sound abatement foam. Evidence of sound abatement foam degradation/breakdown was observed. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 27 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source. Evaluation method code, evaluation results code and conclusion code grid has been updated.